Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Customer (hospital) reported death of neonatal baby which they allege is due to poor imaging of tubes and lines, resulting in line touching heart and causing af until death occurred. Customer alleged that image was not good enough quality to see tip of line.